Manufacturer narrative:
Additional suspect medical device component involved in the event: model : sc-2108-50m, serial: (B)(4), description: scs lead kit, phase 2 sterile package.

Event description:
A report was received that the patient's stimulation causes more pain when turned on. Patient was given injections to help with pain relief.

Event description:
A report was received that the patient's stimulation causes more pain when turned on. Patient was given injections to help with pain relief.

Manufacturer narrative:
Additional information was received that the physician did not believe that the pain was caused by the device. The injection was not for pain related to the device. The patient was reportedly doing well.